Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During the procedure, a 10/3.50 flextome cutting balloon was selected for treatment. The physician was unable to cross the lesion, thus, the device was removed from the guide catheter. However, it was noticed that the shaft of the cutting balloon broke in half. The cutting balloon was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.